Event description:
The PICC was successfully inserted into the pt's left antecubital vein and secured with tape. The catheter was indwelling for approx 6 hours prior to the incident. The pt was lying on the bed and moved her arm and felt the PICC was cut. She immediately notified the nurse. The PICC was checked and found to be cut at the connection part. The catheter was removed with no adverse health risk to the pt.

Manufacturer narrative:
Visual and microscopic evaluation confirmed that the catheter tubing is torn away from within the lower portion of the molded junction and the nose of the molded junction is damaged. An abrasion was present on the outer wall of the tubing. A simulation of the abrasion and damage with a good part successfully confirmed the damage to this catheter was caused by excessive stress. Excessive stress may have been used during use, upon removal, or the patient may have had a spasm in the vein causing difficult removal. This type of break within the molded junction has not been seen in past incident investigations of breakage to catheters. Conclusion: the quality engineer concludes from the results of the investigation that this incident was user related. PICC catheters have a strength pull test as per specification and are 100 percent flow/ leak tested to ensure catheter strength and integrity prior to acceptance. The user is advised to use caution because these catheters are delicate.